Event description:
It was reported that this device exhibited a battery depletion (bd) error via the latitude monitoring system. Remote analysis confirmed that the error was a result of prolonged magnet application. Technical services confirmed that the bd code can be cleared. There is no impact on therapy. The patient should go to the clinic to have the device interrogated by the programmer in order to stop the beeping. Later, the patient went to the clinic to have the beeper reset. This was done successfully. The battery remaining status was at 81 percent. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event. The device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device exhibited a battery depletion (bd) error via the latitude monitoring system. Remote analysis confirmed that the error was a result of prolonged magnet application. Technical services confirmed that the bd code can be cleared. There is no impact on therapy. The patient should go to the clinic to have the device interrogated by the programmer in order to stop the beeping. Later, the patient went to the clinic to have the beeper reset. This was done successfully. The battery remaining status was at 81 percent. There were no adverse patient effects reported. The device remains in service.